Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement shipped to site (B)(4) 2013. Medtronic investigation of returned suspect open spine clamp finds the clamp face is slightly bent to one side. Also, the adjustment screw is stripped in the middle of the travel allowing a significant amount of slippage. Mechanical failure, screw threads stripped, directly caused the event.

Event description:
A site representative, purchasing, reported a damaged open spine clamp. No further details were provided. There was no patient present when this issue was identified.